Event description:
During remote follow-up, inappropriate anti-tachycardia pacing (atp) due to oversensing of noise and high capture threshold were observed on the right ventricular (rv) lead. High voltage therapy was deactivated and the patient was hospitalized. Lead revision was anticipated. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that the right ventricular lead was capped and replaced. The patient was stable and there were no adverse consequences.